Event description:
Physician stated that the pt was a small woman making it difficult to maneuver the delivery system within the artery. During the implant procedure, some plaque was scraped from the artery wall. The guide wire had become caught, but he was able to retract it. The plaque that had been moved by the delivery system was then engaged in the superior mesenteric artery. This resulted in the sma emboli/cva and pt death in 2000.

Manufacturer narrative:
The device was not returned. Notification of pt death was received as feedback on a mailing sent july 2006 to physicians who follow ancure pts.